Event description:
It was reported that the device was found to be in backup vvi mode via remote transmission. Patient felt pounding in chest from paced rate and presented in-clinic for further assessment. Device download was performed successfully and the device was restored. The patient did not experience anymore pounding in the chest after event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.